Event description:
It was reported that during attempted implant of the ventricular lead the helix would not fully deploy after several turns in-vivo. Therefore the ventricular lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned with the helix partially extended and bent. There was blood in/on the helix/lobe mechanism and the distal conductor was distorted within the connector. The lead appeared to have been damaged at implant.